Event description:
A staff member is having irritations when using our gowns. The irritation begin at the hands and extend up to the elbow. This staff member was given thiuram mix and butylphenol formaldehyde resin p-tests. Both tests came back positive.